Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody. Analysis of the tip, distal shaft, collar and hub/strain relief included microscopic and visual inspection. Inspection revealed numerous kinks in the distal shaft and there was a partial separation in the shaft at the collar area. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 31jul2020. It was reported that device could not cross the lesion and was kinked. The stenosed target lesion area was located in a tortuous left anterior descending artery. A 145 5-in-6 guidezilla catheter guide extension was selected for use in a percutaneous coronary intervention. During the procedure, the device could not cross the lesion after many attempts. The device was kinked. The device was retrieved. The procedure was completed with another of the same device. No complications reported. However, device investigation revealed a partial separation in the shaft at the collar area.